Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung resection procedure, the 60mm reload only fired up to 25mm and would not fire further. The blade was retracted and a new reload from the same box was used to resolve the issue to complete the case. There was no patient injury.